Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the torque wrench was unable to engage the pacemaker set screw; therefore, the set screw could not be tightened. While attempting to locate the set screw using the torque wrench, the pacemaker header septum was damaged, resulting in a portion of the set-screw access septum becoming detached. The pacemaker was not used and was replaced with a new pacemaker. No adverse patient consequences were reported.